Event description:
It was reported that pt was currently in operating room, procedure in progress. The perfusionist called due to an issue with the intra-aortic balloon (iab) not inflating. When clinical support specialist (css) called the customer back, they had inserted another iab & perfusionist stated that "the problem was with the iab because it would not inflate more than 5cc and this second iab is working perfectly." Css asked perfusionist if it was 5cc or 2.5 cc and he was sure that it had said 5cc and he could not adjust it. The css explained that for future reference, it could have been an issue with the connector and they could try to disconnect and reconnect, or just replace the connector before doing another insertion. Css discussed the recall back in february and the perfusionist said "he thought he remembered that." The css asked the perfusionist to "please keep and red bag iab" (entire catheter including the connector).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.